Manufacturer narrative:
This report is for an unknown quantity of unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2019, an 8.5 synream reamer head was damaged as it was used to open the tibial canal. The surgeon reamed down the tibial canal proximal to distal when he made contact with a screw. Unknown screws were used as a stop to help the synream reamer head find its way down the canal to reach the distal fragment. When doing so, the surgeon had drilled out a portion of the unknown screw damaging the synream reamer head. This also happened again when contact was made from synream reamer head to the distal unknown screws. Synream reamer head was set aside on the back table and had been discarded. Fragments of the unknown screws that were damaged were cleaned out to the best of the surgical teams' ability. Fragments were removed easily without additional intervention. X-ray was used to verify that no large fragments of the unknown screws were left inside the patient. The back up device was not needed as once the canal was initially reamed out the reamer head was exchanged for a larger side cutting reamer head to enlarge the opening down the canal. The procedure was successfully completed with no surgical delay reported. There was no patient consequence. Concomitant device reported: unknown tibial expert nail (part # unknown, lot # unknown, quantity 1). This report is for unknown quantity of unknown screws. This is report 1 of 1 for complaint (B)(4).